Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a rohs microsensor gave an inaccurate reading. An icp line was tunneled and had a zero reference of 477. During wound closure, it was noted that the box spontaneously stopped working, showing a blank screen. The cable to the back of the box was loose. When tightened, the box was switched back on but was showing a clearly inaccurate number. The monitor was switched off and on and the cable was replaced, with no effect. A new monitor was used with no improvement. The icp line was then changed and the sensor explanted and re-zeroed. The procedure was prolonged by 45 minutes to an hour. Patient had a new line tunnelled and sensor re inserted.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was subsequently communicated that the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.